Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number: 1221359-2021-01454.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 essay for multiple patients. This MFR. Report addresses patient 2 of 2. The customer reported a false positive results with the ID now covid-19 assay performed on an unknown sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please updates to section: g3, g6, h2, h4, h6 and h10. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1013538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot 1013538, test base part number 190-430 /lot 1013538. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013538 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however based on the information provided by the customer and the images provided for review it appeared to be related to manufacturing execution.